Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter experienced high blood glucose level. The customer's blood glucose level was 400 mg/dl or 600 mg/dl at the time. The customer's mother also reported to have issues with the transmitter. She reported that they had calibration not accepted and change sensor alerts and there was loss of communication for the sensor. The customer was declined troubleshooting for high blood glucose. The customer was treated with manual injection. The insulin pump will not be returned for analysis.